Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device found high internal battery resistance. Hybrid analysis confirmed that the device did not charge efficiently by observing a charge time out as-received. The device charged nominally when the battery was replaced with an external supply. No hybrid anomalies were identified. Battery analysis revealed that no internal battery shorting occurred. Lithium-severing was seen in turn 7 leading to reduced anode surface area and consistent with the high battery impedance measured upon receipt. The device was returned due to an end of service and charge time out alerts. This charge timeout resulted from increased battery resistance induced by observed lithium-severing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated charge circuit timeout. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited a charge circuit timeout, an inactive charge circuit, excessive charge time, and the device was at end of service (eos). The device was explanted and replaced. No patient complications have been reported as a result of this event.